Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was not reported. It was reported that the pump incision re-opened, with drainage. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics were performed, antibiotics were given. Interventions/actions consisted of explant scheduled for (B)(6) 2018. The issue was not resolved at the time of the report, the patient status was listed as ¿alive ¿ no injury.¿ the hcp has no further information for the manufacturer. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-dec-21. It was reported that the pump was scheduled to be replaced on wednesday (B)(6) 2018. There were no further complications reported/anticipated.